Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right atrial (ra) lead had observations of the respiratory rate trend feature oversensing noise causing inappropriate atrial tachy response episodes. There was no report of high impedances. The feature was turned off in response. The system remains in-service. No adverse patient effects were reported.